Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e0131 speech disorder. H6 codes: health effect - clinical code - e0137 transient ischemic attack.

Event description:
It was reported that a sensor issue with no readings occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, around 2 am, the husband noticed the patient's phone was beeping. Per documentation, the patient and husband were not able to remember any alerts or messages on the g6 app. The husband was not able to unlock the patient's phone. The patient experienced confusion and slurred speech. It was not documented whether the blood glucose (bg) was checked at the onset of symptoms. The husband drove the patient to the hospital. The patient was unable to remember the bg readings from the hospital, but the patient was hyperglycemic. The patient was treated with shots in the abdomen and IV fluids. In addition to hyperglycemia, the patient was diagnosed with transient ischemic attack (tia). There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. The patient was discharged (B)(6) 2023 around 3 pm. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No additional patient or event information is available.